Event description:
Event description boston scientific, crm received information that this pacemaker declared end of life (eol) in june, 2006. The device was last interrogated on september 7, 2006. Per a call from a health care provider, this device was to be explanted on september 18, 2006. The device was implanted on november 30, 1999, and the expected longevity based on nominal settings is 6.8 years. No adverse patient effects were reported.